Event description:
Attempted to do a paracentesis on one patient and a paracentesis on another patient and encountered 3 safe-t-centesis kits where the blunt obturator did not unlock and retract during puncture to expose the needle. Therefore, the device could not be inserted into the patient. No harm as caused to the patient. Two of the affected lot numbers were 001478749 and 001483226.